Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed a collimater calibration. The field is now within specification and the system was returned to service.

Event description:
It was reported that a physicist's discrepancy, regarding the field size (collimator field too large) existed with their 2600 system. No pt injury was reported.